Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The cause of low bg was unknown. The customer received third party assistance from paramedics, who brought the customer to the emergency room (ER) on (B)(6) 2023. The customer received intravenous therapy (IV) of saline and dextrose to address bg. The customer was released from the ER on (B)(6) 2023 with no permanent damage. No additional patient or event information was available.